Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the three (3) em2400 valve sets leaked lipids in to the fluid path. Lipids were on ports 1 and 2 and leaked into the fluid path when running bags that did not contain the ingredient. The issue was identified during delivery in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between march 28, 2022 to march 29, 2022. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed with no issues were noted. The reported condition was not verified. This issue is being further investigated. The other one (1) sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.